Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.